Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review identified stored events which were due to random noise that resembled a non-physiologic, mechanical signal on the right ventricular (rv) channel. Additionally, the amount of episodes has significantly increased over the past two months. Further details revealed that minute ventilation was disabled due to signal artifact monitor (sam). Two sam events were noted and noise was seen on both the atrial and rv electrocardiograms (egm) simultaneously. The caller confirmed the patient was having an electrophysiology study at the time of the events. A boston scientific technical services consultant concluded the first sam event was a false positive due to external source followed by a failed sensor lead check due to out of range pacing impedance measurements on the rv lead. The consultant documented and discussed the clinical observations and programming options were provided to the caller. No adverse patient effects were reported.

Event description:
It was reported that episode review identified stored events which were due to random noise that resembled a non-physiologic, mechanical signal on the right ventricular (rv) channel. Additionally, the amount of episodes has significantly increased over the past two months. Further details revealed that minute ventilation was disabled due to signal artifact monitor (sam). Two sam events were noted and noise was seen on both the atrial and rv electrocardiograms (egm) simultaneously. The caller confirmed the patient was having an electrophysiology study at the time of the events. A boston scientific technical services consultant concluded the first sam event was a false positive due to external source followed by a failed sensor lead check due to out of range pacing impedance measurements on the rv lead. The consultant documented and discussed the clinical observations and programming options were provided to the caller. No adverse patient effects were reported. It was reported that this rv lead has continued to exhibit recurrent noise with thousands of stored episodes over the past ten days. Additionally, a rv intrinsic amplitude out of range alert had been generated. Lead impedance measurements were stable in the upper 300-400 ohms range. A boston scientific technical services consultant discussed the clinical observations and programming options for this patient. The patient is only paced 1% in the rv. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.